Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 4.9 mmol/l. The caller stated that she removed the battery from the insulin pump because the device made a bunch of noises. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.